Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer, who indicated that the transducer was faulty. Based on the results of the analysis, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was the transducer. The issue was resolved by sending a replacement transducer to the customer site. Updated product information from the avalon fm30 fetal monitor to the avalon toco+ transducer, as the issue lies with the transducer.

Event description:
It was reported that the toco+ transducer with serial number (B)(6), which belongs to the fetal monitor with serial number (B)(6), is broken. It was indicated that it does not measure correctly, nor does it calibrate the baseline correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporter and reporting institution phone #: (B)(6).